Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0ax23, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was reported regarding implanted with a neurostimulator (ins). Manufacturer representative reported when the physician was removing the device on (B)(6) 2017 the lead broke from the physician pulling it to remove it. No further complications anticipated.